Event description:
A peritoneal dialysis (pd) patient reported having been hospitalized and received antibiotics for peritonitis and fever. In additional follow-up, the patient¿s pd nurse confirmed that the patient was hospitalized (exact dates not provided) for peritonitis characterized by fever. Whie hospitalized, the patient had a pd culture obtained which yielded an elevated white blood cell (wbc) count and no organism growth. The patient was treated with antibiotic therapy (details unknown). Additionally, the patient had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis for renal replacement needs. The nurse indicated the patient has recovered from the event and continues hemodialysis on an outpatient basis. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the peritonitis event. It was stated the patient has memory loss and was not following the proper steps to perform her pd therapy. Per the nurse, the peritonitis was due to a breach in aseptic technique.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis was associated with a breach in aseptic technique during the pd exchange as the patient was not following proper procedure, according to the pd nurse should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported having been hospitalized and received antibiotics for peritonitis and fever. In additional follow-up, the patient¿s pd nurse confirmed that the patient was hospitalized (exact dates not provided) for peritonitis characterized by fever. Whie hospitalized, the patient had a pd culture obtained which yielded an elevated white blood cell (wbc) count and no organism growth. The patient was treated with antibiotic therapy (details unknown). Additionally, the patient had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis for renal replacement needs. The nurse indicated the patient has recovered from the event and continues hemodialysis on an outpatient basis. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the peritonitis event. It was stated the patient has memory loss and was not following the proper steps to perform her pd therapy. Per the nurse, the peritonitis was due to a breach in aseptic technique.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.